Event description:
On march 6, 2008, the lay user/patient contacted lifescan alleging a power issue (does not turn on) with his one touch ultra meter and admitted that he has not replaced the battery per the owner's manual. He claimed, that because he was unable to test for 2 weeks. Following the reported issue that patient continued to take his usual dose of medications (glucophage 1000 mg twice daily). He reportedly developed blurred vision following the issue. In 2008 in the morning, he went to his doctor. His blood glucose was over "400 mg/dl" doctor's meter and was treated with 10 units of levemir. The patient did not have a replacement battery during troubleshooting by the customer care advocate (cca). The cca noted that the power issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reported he was unable to test for 2 weeks and allegedly was treated for hyperglycemia by his physician.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.